Event description:
It was reported that the capio was fired to place the suture into the sacrospinous ligament but the dart at the end of the suture came off and lodged into the patient's ligament. The case was completed using the device with no patient complications.

Manufacturer narrative:
(B)(4). A device history record review was issued for the following lot numbers: the lot number 74e1700236 (n/p: 833-113), 74f1700809 (n/p: 833-123) & 74e1800414 (n/p: 833-137lp). For batches 74e1700236 and 74f1700809 no issues or discrepancies were found that can be related to the failure mode reported in the customer complaint. For lot number 74e1800414 a nonconformance was issued for another condition that is not related to the failure mode reported. No corrective action can be implemented due to the lack of product sample to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. The device history review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the capio was fired to place the suture into the sacrospinous ligament but the dart at the end of the suture came off and lodged into the patient's ligament. The case was completed using the device with no patient complications.